Event description:
Left implant deflated when removed. Right implant intact when removed. Left implant original implant put in 11/13/75. Right implant removed and replaced 3/11/85. Right implanted 3/11/85.